Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station was blacked out and no power to the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was blacked out and had no power to the station. A field service engineer (fse) troubleshot the issue with drawer 4 on the auxiliary unit not being on the bus, checked the board light emission diode and found no lights active, replaced both drawer boards, tested the unit, and confirmed all tests passed and the drawer was configured successfully. The system functioned as intended after the field service engineer repaired the device.